Event description:
It was reported that during a subclavian vein stenting procedure, the wallstent did not fully deploy. The procedure was completed with another of the same device. Patient condition was noted as 'satisfactory.'

Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore no direct analysis will be performed. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this device.